Event description:
It was reported that bd insyte autoguard bc catheter tip broke off in a patient.the following information was provided by the initial reporter: during routine peripheral IV start, distal portion of catheter broke off in patient.date of event: 26-sep-2023: foreign body in patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. E4. The initial reporter also notified the FDA on 09-oct-2023. Medwatch report is mw5146937.